Event description:
Pt husband reporting that current freedom pump no longer holds syringe in place and they had to zip tie. Per husband, also mentioned that during hhrn visit, the syringe had completely shot out of the pump. No doses missed. Unknown if md aware. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available.